Manufacturer narrative:
The investigation for the positioning issue has been completed. The product was not returned for investigation. Clinical information mentioned that the device was caught up in the papillary muscle but information about how repositioning was done was not mentioned. The patient had a boot shaped heart which made the repositioning difficult. Therefore, the root cause of the positioning issue was most likely patient condition related to patient's anatomy. B7: information was added as it was inadvertently omitted from the previously submitted manufacturer device report number 1220648-2024-13963. E4: should have been left blank on the initial manufacturer device report number: 1220648-2024-13963 as it is unknown if the initial reporter also sent the report to the food and drug administration. G1: revised reporting contact fax number in accordance with updated procedures since the initial manufacturer device report: 1220648-2024-13963 was submitted.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant had an impella cp pump placed for support of a patient in need of care escalation from an iabp. The patient was having an evaluation done when planning for pci or CABG. The cp was having mal-positioning issues as it was caught in the papillary. The pump was explanted and replaced.